Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, a post implant dilatation was done with a 26 mm loma vista balloon and the pvl improved to mild to moderate. After the implants, the patient became hypotensive. A transesophageal echocardiogram (tee) revealed a pericardial effusion. The chest was reopened and the effusion was drained. Per the physician, it was suspected that there was a tear at the annulus from the post balloon aortic valvuloplasty (bav). No active bleeding was found so the chest was closed. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).